Manufacturer narrative:
Initial reporter occupation is unknown; complainant contact is different than initial reporter, it is (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017, the patient an intra-aortic balloon (iab) was inserted into the patient and assisted by a cs100 iabp successfully. On (B)(6) 2017, the patient with iab balloon, pci stent. On (B)(6) 2017 at 05:10 a.m. The nurse found blood in the balloon extension tube, but the cs100 machine did not have any warning message and did not stop working. The nurse then stopped the machine immediately, disconnects the balloon extension tube and the machine and let the doctor remove the balloon. They discarded the balloon.this iabp was discontinued due to blood intake. There was no reported injury to the patient.